Manufacturer narrative:
One pneupac ventilator was returned for analysis due to alarming during an occlusion test. The device was received with a damaged battery cap. Functional testing was performed and the peak inspiratory pressure is a little too high. The technician made adjustments for the peak inspiratory pressure to resolve the issue.

Event description:
Information was received that device alarm is sounding too early; failed functional check for first occlusion test. Incident discovered during testing. Inspiratory pressure was set at 20 and the alarm was set at 30-gauge read 23 during pip. However, the alarm would sound. No patient involvement.